Event description:
It was reported that patient underwent a hip scope procedure on (B)(6) 2014. During the procedure, it took longer than usual to drill due to the patient's bone being very hard, which resulted in the anchor pulling out. The surgeon tried a competitor anchor and was unsuccessful. A second hole was drilled and a competitor product was used to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.